Manufacturer narrative:
The device has been tested by the fse, and it was found that the spo2 measurement disappeared followed by an inop spo2 sensor malfunction inop with a flat line and a "?", alerting that the parameter could not be measured. Additionally, according to the nursing staff, while trying to transfer the patient to CT, the device was asking for the staff to transfer the patient the patient data, and the x2 was working as expected after being connected to the monitors in the operating room. The issues were being noticed by the staff and the device was still being used as a transport monitor. Concerning the spo2 issue, it was confirmed that this issue is linked to (B)(4). This issue consists of defective parameter boards supplied by (B)(4). The issue was recognized by philips and new parameter boards were produced from (B)(4) (see attached fco). Although there is a known issue with the parameter boards, this issue poses no risks to the patient due to the device giving inops to the user that the spo2 measurement cannot be obtained. The issue has been resolved by applying the (B)(4). New parameter boards have been shipped to the customer and all will be replaced. The medical staff will also be re-trained on how to use to device. This is all that is necessary to fully resolve the issue. The devices has been returned to the customer. The replacement parameter boards are at the customer site. The customer's reported issue was resolved by replacement of the defective parts. This is all that is warranted to fully resolve the issue. The troubleshooting and repair that has already been done by the customers biomed and the philips fse is considered as all that is warranted for this malfunction. No further investigation or action is warranted.

Event description:
The customer stated that the device had a drop of the spo2 parameter, and that after resuscitating the patient, she died. The customer also stated that the issue of spo2 dropping out has been noticed frequently. This is being reported as a death. No further information is available.